Manufacturer narrative:
H3: product analysis stated verified software problem unit presented with software version (v1.4.3). A defective main pcba with a broken usb port and defective afe pcba with broken electrode pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use when attempting to update the patient interface to 1.5.4 when plugging it in it would not update. Sales representative connected the pi box hard-wired the system and would not recognize. Tested it on another system- would not get recognized as a wired pi box. Plug in another pi box- recognized immediately when wired. Ts was able to come to the conclusion that the usb c port on the pibox is inoperable. There was no patient involved.